Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The specific root cause of the foreign materials being stuck in the nozzle could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
User confirmed that the event was found prior to use during inspection. Procedure was completed with a replacement device. Customer confirmed they used olympus mh-946 for manual cleaning. No scratches were found on the mouthpiece. Customer used non olympus automatic endoscope reprocessor (aer) for reprocessing.

Event description:
Customer reported with an issue of "nozzle clogged" on the loaner device . No harm was reported. No patient harm, no user injury reported .

Manufacturer narrative:
The subject device was evaluated . During the inspection at repair center (rc), it was found that the nozzle was not deformed, but clogged by some unknown foreign material; the inspection engineer failed to remove the foreign material. The air/water (aw) nozzle noted to be replaced. Suction volume, natural air supply volume at idle, auxiliary water supply direction, water removal test, water leakage stain inspection, air /water supply volume all passed inspection. No other issue found on the device . Review of the device repair history record noted the concerned product has not been repaired in the past year. Investigation is ongoing. This report will be supplemented accordingly following investigation.